Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient had an MRI on (B)(6), but the pump was not interrogated following the procedure. Upon interrogating the pump on the day of report, it was seen that a motor stall had logged on (B)(6) with tube set logging two days later. It was indicated that a motor stall recovery had been recorded in the log on the day of report. There had been no audible alarms from the pump and the patient was asymptomatic. It was noted that refills performed on (B)(6) and (B)(6) were normal and had been confirmed in the event logs. On the day of report, a refill was to be performed and the actual residual volume would be compared to the residual volume. The device system was used to deliver morphine.